Event description:
Procedure type: according to the reporter: the doctor squeezed the handle to fire. After resecting the excess tissue, it was noticed that most staples remained in the reload and that those that did fire were not properly formed. No significant blood loss. No serious tissue damage. Surgeon opened a new device which caused additional operating room time of 5 minutes. Second stapler fired correctly.

Manufacturer narrative:
(B)(4).